Event description:
It was reported that this patient with a 19mm magna valve, implanted in the aortic position with unknown implant duration, is being evaluated for a valve-in-valve procedure due to stenosis. Procedure date to be determined.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Manufacturer narrative: updated sections b3, b5, b7, d6a, e1 contact, g3, g6, h6 health effect - impact code, health effect - clinical code, device code(s), and type of investigation. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. H11 corrected data: based on new information received, this event is no longer considered reportable.

Event description:
It was reported that this patient with an unknown model 19mm magna valve, implanted in the aortic position for 16 years and 11 months underwent a valve-in-valve procedure due to severe stenosis secondary to leaflets calcification. The patient presented with doe and fatigue. The procedure was performed with a 20mm 9750tfx transcatheter valve without complication. Per medical records, the patient presented 16 years and 11 months after implant of a 19mm magna aortic valve with doe and found to have severe as secondary to heavily calcified leaflets. A tavr procedure was performed without complications and the patient was discharged from the hospital on pod# 2.